Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Base on the provided information the defect type corresponds to the following meddra llt: device malfunction and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of product technical complaint was received: in accordance with ptc team the event device ineffective was added in the case. Company causality comment: this spontaneous case report refers to unknown consumers who had essure inserted and experienced numerous negative effects/ incidents. The event, seen as adverse event, is anticipated in the reference safety information for essure. Even though the case was received with minimal information, as reporter considered the event serious as medically significant and due to disability, in a conservative approach, a causal relationship with essure was considered related. Due to the serious injury reported, case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This spontaneous case was received from a (B)(6) newspaper and describes the occurrence of adverse event ("numerous negative effects/ incidents") in female patients who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction ("dysfunction/ the product is not as safe, and not as effective"). On an unknown date, the patients started essure. On an unknown date, the patients experienced adverse event (serious criteria disability and medically significant) and complication of device insertion ("placement failures"). At the time of the report, the adverse event and complication of device insertion outcome was unknown. The reporter provided no causality assessment for adverse event and complication of device insertion with essure. The reporter commented: the lawyer has filed two interlocutory summonses against bayer in order to have experts appointed whose job it will be to confirm that the device is indeed responsible. Company causality comment: this spontaneous case report refers to unknown consumers who had essure inserted and experienced numerous negative effects/ incidents. The event, seen as adverse event, is anticipated in the reference safety information for essure. Even though the case was received with minimal information, as reporter considered the event serious as medically significant and due to disability, in a conservative approach, a causal relationship with essure was considered related. Due to the serious injury reported, case was regarded as incident. A product technical analysis is being sought.